Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with insulin. Reportedly, the cartridge was changed to address the issue. There was no adverse impact to customer¿s blood glucose level.